Event description:
It was reported that the patient experienced fluid retention in the pump pocket, a change in spasticity and subcutaneous abdominal effusion. The patient did not experience symptoms of withdrawal, overdose, or resistance. The catheter x-ray was performed on (B)(6) 2012 which revealed that the pump catheter was not connected to the pump. A pump operability test was performed in (B)(6) of 2012. The doctor decided to replace the catheter. At the catheter replacement on (B)(6) 2012, the doctor confirmed the pump catheter break at the pump connector. Per the reporter, "the doctor considered that it was related to the catheter material issue". The following was further indicated: "pump connecting portion passing nurolon"; "believed to be the site of damage". The pump was delivering gabalon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8711 (B)(4) implanted: 2011/(B)(6) explanted: 2012/(B)(6).

Event description:
Additional information received reported that the physician had scheduled that a catheter replacement for (B)(6) 2012 as dislodgement of the pump catheter and the pump was confirmed via imaging diagnosis for a patient. Additional information reported that on (B)(6)2012 there was fluid retentions in the pump implantation site, pump catheter break at the pump connector. Patient had increased spasticity. The severity was noted as "serious." It was reported that the patient recovered on (B)(6) 2012. It was unrelated to investigational drug, pump and procedure. Causality was determined to be related catheter. There were no reports of overdose, withdrawal symptoms or resistance.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device analysis of the partial catheter segment returned revealed the suture ring of the pump connector was completely broken off. A broken suture ring is typically caused by the suture being applied with too much force.